Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an allergic reaction under the lifevest equipment. Patient described the area as hives under the te pads on the back. There was no alleged device malfunction contributing to the reaction. The patient¿s physician prescribed triamcinolone acetonide 0.1% and clobetasol tropionate 0.05% for the reaction. Follow up indicated that the reaction improved.